Event description:
It was reported that during a service visit, the anspach drill was found to be noisy and overheating. No other complications were reported. No case involved.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed and the reported problem was confirmed. The drill motor is extremely hot and has a burning smell. The drill makes a high pitch noise which is not normal. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the drill and failure mode(s) "overheating" identified similar events. The most likely cause of this event is a mechanical component failure of the drill. The drill is an OEM part and cannot be further disassembled to arrive at a root cause. No containment or corrective actions are recommended at this time.